Event description:
The customer reported that when using a higher technique the 9800 system displayed a low ma error after the fluoro button was released. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The representative replaced the high voltage tank and updated system configuration files. The system was found to be operating as intended.